Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed there was a failure with the recharger and that a "no device found" message was seen. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins) for non-malignant pain indications. It was reported that pt was having problems with the recharger. Pt stated the controller was not locating the ins during recharge for 3 weeks or more. Pt reported that it was slow to charge the ins. Pt stated when they finally got it to locate the ins the controller gets hot during recharge and the controller is discharged rapidly. Pt stated the controller was charged at 100 and it went down to 40% in 5 to 10 minutes. Pt verified that the recharger did not have any visible damage. The issue was not resolved. No symptoms were reported. A replacement controller and battery pack were sent out. Additional information was received from the patient. They called back and stated that they received a replacement controller a few months ago, but they're still having the same issues. Patient stated they're getting a message over and over that says "cannot continue rm03" that they were seeing before the controller was replaced but has gotten worse. Patient added that the recharger paddle, cord, and relay box get hot when they're charging. Patient stated they've been fighting with it for a long time but it's driving them crazy now and they can't get their implant to charge. Patient stated the implant battery level doesn't go up but the controller battery level goes down. Patient added they have a hard time getting to good or excellent quality and then it will kick them off. Patient noted that maybe the recharger needed to be replaced when the controller was. Agent sent email to repair to replace the recharger.